Manufacturer narrative:
Covidien product monitoring contacted customer who reported, "a staff technologist accidentally pressed the wrong selection, causing the fluoro to stop. Error was quickly corrected, fluoro continued to work. Procedure completed with no further incident." Customer does not require the system to be checked. Customer indicated there was no problem and further details not provided. Customer then asked that the service call be cancelled.

Event description:
Customer reports that a staff technologist accidentally pressed the wrong selection, causing the fluoro to stop. Error was quickly corrected, fluoro continued to work. Procedure completed with no further incident. Customer does not require the system to be checked. Customer indicated there was no problem and further details not provided.